Event description:
The customer reported that during use of this meniscectomy electrode in a knee arthroscopy, the tip of the electrode broke. This resulted in an add'l hour of surgical time to retrieve the broken tip. No further intervention was required.

Manufacturer narrative:
Investigation results: to date, this device has not been returned for eval. A f/u report will be sent following receipt and investigation of the device. The user is unsure of the lot number used during this event. It is either lot number bbd52839 or bbd38037. MFR date: 01/2008 for bbd52839; expiration date: 01/31/2013. MFR date: 10/2007 for bbd38037; expiration date: 10/31/2012.